Event description:
It was reported that the customer was unable to charge the pump due to unspecified issues with the charging port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.